Manufacturer narrative:
Investigation summary: this complaint is for misidentification and no ID results when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 5042879. The customer returned phoenix generated lab reports and binary files for the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Waters advanced diagnostics (formerly bd diagnostic solutions) will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. To investigate, panels of the complaint batch and control panels from the same material but different batch were tested using in house and qc isolates serratia marcescens 17323, proteus mirabilis a29906 and escherichia coli 11002 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is unable to be confirmed. A review of the binary files was determined not to be required based on the results of the investigation.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (proteus mirabilis) was misidentified as morganella morganii. The user performed repeat testing. No health impact or consequence reported. Report 4 of 4.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA /510(k)#: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (proteus mirabilis) was misidentified as morganella morganii. The user performed repeat testing. No health impact or consequence reported. Report 4 of 4.